Event description:
The user facility reported that a maxitherm lite blanket was found leaking onto the bedding and floor. The patient was removed and the linens were replaced. User facility also reported that the patient's temperature rose slightly out of the parameters for current warming protocol and was returned to required temperature per protocol once new equipment was acquired.

Manufacturer narrative:
Device has not been returned to cincinnati sub-zero. No conclusion can be made at this time. Csz will make further attempts to retrieve device for evaluation.